Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID neu_siliconeanchor, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient implantable neurostimulator (ins) system was explanted as the physician did not believe it was working properly. It was note that there was no patient injury associated with the event follow up information received confirmed that the ins system was successfully explanted and that the patient was reported as doing fine following the procedure.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Good, stable output on all electrode combinations was noted. Analysis of the lead (nht016280n) found no significant anomaly. The lead body was cut through and the product was segmented. Continuity was acceptable. There were no shorts (dry). Analysis of the lead (nht017237n) found no significant anomaly. The lead body was cut through and the product was segmented. Continuity was acceptable. There were no shorts (dry). Analysis of the anchor found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.